Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder alarm. The customer¿s blood glucose level was 7.1 mmol/l at the time of the incident. Customer stated that drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a35 or e70 alarms due to motor error alarms.